Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels ranging from 380-390 mg/dl with high ketones. The customer stated they experienced a mild heart attack and believed this may have contributed to the elevated bgs. The customer administered a bolus and manual injection. The customer declined a system check with tandem technical support.